Manufacturer narrative:
(B)(4). One used ls1020 device was received for evaluation. Visual inspection found that the blade was bent and had signs of being forced back within the jaws, causing the blade to fracture. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint. Knife bending and damage of this type occurs when the user engages the cutting mechanism over clips, staples, or other metal objects. Blade damage can also be caused when the knife is deployed and the jaws are not fully closed. The instructions for use included with this product cautions users not to deploy the cutter on clips, staples and other metal objects, as well as to ensure the jaws are fully closed before cutting.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal procedure, the knife inside the device jammed and was unable to cut the tissue. No patient injury occurred. Inspection of the received device found that a piece of the blade had disengaged and was not returned. The customer was contacted and confirmed that the piece did not disengage during the procedure.